Event description:
It was reported to philips that the system gave an alert indicating the disk was full, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned after some old patient data was deleted. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that deleting old patient data was not sufficient as the system continued to prompt that the disk space was too low. The fse solved the issue by re-creating the image disk. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.